Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received missing the end cap sticker and had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer called and reported the buttons on the insulin pump were not responding and moving from screen to screen on their own. Customer's blood glucose was not known. No significant events were recalled leading up to the keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.